Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the lever for the seat rail mounted hub lock assembly broke off.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the asm actuator hand was missing the release lever, which confirmed the original complaint issue. However, the underlying cause could not be identified.

Event description:
Provider states that the lever for the seat rail mounted hub lock assembly broke off.